Event description:
It was reported that normal saline was started at 09:15 through right intrajugular into cordis. New bag and tubing from the operating room was inserted in to the pump. At 10:50, the device gave occlusion alarm. The module was stopped, IV tubing was clamped, tubing was inspected, there was a blood return and flushed easily from cordis. The tubing was then reinserted. However, the pump alarmed occlusion again. The tubing was then clamped and removed from the patient and tubing was removed from the module. Free flow was noted on fluids. The tubing was reinserted in other pump module, reattached to the patient, and infusion was restarted. Potassium was attached as secondary to normal saline tubing at 10:35. Magnesium was started with new tubing and pump module at 10:50. The magnesium pump alarmed occlusion. The clinician stopped all infusions, removed the entire pump system, and changed all IV tubing. There was patient involvement but no harm.

Manufacturer narrative:
Initial reporter addr 1: (B)(6). A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. (B)(4) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No product will be returned.

Manufacturer narrative:
Omit: a140502 - free or unrestricted flow (2945). A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that normal saline was started at 0915 through right intrajugular into cordis. New bag and tubing from the operating room was inserted in to the pump. At 1050, the device gave occlusion alarm. The module was stopped, IV tubing was clamped, tubing was inspected, there was a blood return and flushed easily from cordis. The tubing was then reinserted. However, the pump alarmed occlusion again. The tubing was then clamped and removed from the patient and tubing was removed from the module. Free flow was noted on fluids. The tubing was reinserted in other pump module, reattached to the patient, and infusion was restarted. Potassium was attached as secondary to normal saline tubing at 1035. Magnesium was started with new tubing and pump module at 1050. The magnesium pump alarmed occlusion. The clinician stopped all infusions, removed the entire pump system, and changed all IV tubing. There was patient involvement but no harm.